Event description:
Medtronic received, information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported, that the surgeon reported a "localizer faulted" error message appear on this system. After a system restart, the surgeon reported that the system was functioning as intended. Patient impact and surgical delay unavailable. No further information available. 2024-may-28 e1 (rep): additional information was received. The procedure being performed was a craniotomy. There was a five minute surgical delay. And there was no impact to the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0. H3: a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14. H3: the software analysis concluded, that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. There were 6 sessions on the reported date. From the first session, observed multiple ndi error code 12 messages, which was invalid command error code. Some system faults or errors were permanent and some were temporary failures, which caused to ignore tracking locations coming from the camera until it was reset. After rebooting, the system (as mentioned in description also), the further sessions did not capture any issue. Suspected issue could be from the ndi side, which might have caused the reported behavior. And there was no indication of this from the navigation system side. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735821 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.